Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer reported an incident for hamilton t1 ventilator, serial number: (B)(6). Clinical staff outlined the incident as follows: "hamilton t1 ventilator failure during use on patient. Post arrest patient attended resus intubated, required ventilation via mechanical ventilator. Pt measured as per usual process and standard ventilator settings (appropriate for the pt) were used. Ventilator had passed pre-op check ~2 hours prior to being used and circuit was correctly assembled. On placing pt on the ventilator, pt was achieving critically low tidal volumes ~90-150ml, but with low pressures of ~10. Adequate time to allow for adaptive pressure ventilation of first breaths. Tidal volumes did not improve and pt was not ventilating, nil etco2 trace. Pt was removed from ventilator and all appropriate troubleshooting occurred including: - cuff pressure checked (high) - ett position checked (too high, cuff deflated - ett inserted to appropriate depth - cuff pressure rechecked) - bronchodilators administered - etco2 line replaced - pt successfully bagged with bvm the ventilator circuit was then rechecked and pre-op checks performed again. Pt was placed back on the ventilator with the same settings as before. Ventilator again had readings of low vte but with low pressures, again, appropriate time was given to allow for the initial adaptive phase, again patient not ventilating. New ventilator brought into the bay with the same settings as the previous ventilator. Pt successfully bagged with bvm during troubleshooting; a new t1 with same (but new) humidified circuit was used, with no issues. The case has not been reviewed yet by hamilton medical ag; therefore, the failure description could not be confirmed yet. So far, no relation to the device has been established.

Manufacturer narrative:
It was reported that upon starting ventilation on a "post-arrest" patient, the device was delivering "critically low tidal volumes ~90-150ml, but with low pressures of ~10" and it did not improve with "adequate time". As a result, the patient was bagged with a bvm. During bagging of the patient, the ventilator was troubleshoot including inspection of the cuff check, breathing circuit check, and successful pre-op checks; and the patient was placed back on the same device with the same settings as before, but the low volumes and pressure persisted, so the patient was transferred to another t1. No health consequences or impact occurred. Hamilton medical ag reviewed the logfiles provided. No tf/te (technical events/technical faults) appeared in device logs and it also passed all pre-opp checks (with intermittent failures) before the ventilation was started. Various medium and high priority alarms were produced during ventilation, including: vt low, pressure limitation, oxygen supply failed, low oxygen, pressure limitation, low minute volume, disconnection on patient side, high frequency, loss of external power. Hamilton medical ag has requested additional information, but the customer was unable to confirm the timeline of the events. However, we received the following information: the settings used for the 2nd ventilator were the exact same settings as what was put on the original ventilator and in terms of attachments beyond the flow sensor - all other attachments (liquorice stick, etco2, mdi inline attachment, inline suction, ett) had not changed on the first ventilator and the 2nd (new) ventilator." Most probable root cause: after full service software tests and general checks, the failure could not be duplicated during service. The root cause was most probably a training issue, or a leakage in the breathing circuit.